Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (arrhythmia) has been confirmed. Upon evaluation, it was found that the trunk cable connector was broken. The root cause of the broken connector cannot be positively identified, but was likely a result of excessive force. The belt was fully functional once the trunk was replaced. No adverse event resulted from the defective electrode belt connector. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt contacted zoll customer support to report that he received a siren alarm. A review of the pt's download revealed artifact. The pt was provided with a replacement electrode belt.